Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The plastic port was completely broken. To fix the issue, the fse replaced the fiber optic cable and the fiber optic test passed within specifications. During system checkout, the batteries ran for 15 minutes and then the iabp shut down, so the fse replaced the lithium-ion batteries. The 9v battery was also replaced because the test alarm did not pass. The safety disk was beyond expiration cycles so it was replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during set-up, prior to use on a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.